Event description:
Pt had left total knee arthroplasty march of 1990 in another state. In may 1999 she had three episodes of subluxation. Her exam shows moderate effusion, and requires revision of the tibial tray. Pt had revision of the left total knee on 8/10/99.